Event description:
It was reported that a patient underwent a robot assisted laparoscopic prostatectomy procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be fed into v-loc device. Another device and the device with the different lot number were used to complete the case. There were no adverse consequences to the patient. One device will be returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: package lot number of the clips? No further information will be available. Please explain how the clips were loading into the applier ? No further information will be available.* please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? No further information will be available. Was the applier checked for damage (jaws straight and aligned)? No further information will be available. Device return follow up. We regularly contact with sale rep about the device returning. No further information will be available. No further information will be provided." Events reported via: 2210968-2022-10499.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload (a) was received along with an opened foil, no apparent damage and five clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed five clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.